Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had severe myocardial fibrosis and dextro-transposition. During an implant procedure several leads were attempted. On the three attempted leads the helix became deformed and were replaced with different leads until, and ultimately a different lead model had to be used to complete the implant. No patient complications have been reported as a result of this event.